Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. During the procedure, the guidewire was unable to advance within the catheter and became stuck. The physician attempted multiple maneuvers to resolve the issue, but the guidewire remained stuck. Upon device removal, difficulty was noted in removing the guidewire, and visible tissue was observed on the guidewire. The catheter was replaced, after which the procedure was completed without further issues. No patient outcomes reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.